Event description:
Customer has been hospitalized for the past five weeks and has not been on the insulin pump. Customer was hospitalized for high blood glucose almost at 500 mg/dl. Customer stated the only event that he can recall was that he had the flu shot prior to hospitalization. Customer stated the device was stored for an extended period of time. Customer was advised it was normal for the device to alarm unexpected restart and displayable history crc failed at startup. Customer was advised the device will be replaced since the device alarmed displayable history crc failed at startup four times. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with partially depleted alkaline battery in the battery tube. The insulin pump passed functional tests. No alarms noted during testing. The insulin pump was received with displayable history crc check failed alarms on the history download due to corrupted history files. The insulin pump had minor scratches on display window, cracked battery tube threads, scratches on reservoir tube window, cracked reservoir tube lip and slightly stripped battery cap coin slot noted during visual inspection.